Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer was admitted to emergency room due to low blood glucose level on (B)(6) 2019 with blood glucose level of 27 mg/dl and 32 mg/dl. The customer's low blood glucose treated with glucose and carbs. It was also reported that customer had high blood glucose level before low blood glucose and then they treated it with insulin via pen and customer took to much insulin which caused blood glucose went to low and customer lost consciousness. The customer declined to troubleshoot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that customer was hospitalize due low blood glucose levels of 27 mg/dl and 32 mg/dl. Customer had questions about insulin pump. The insulin pump will not be returned for analysis.